Manufacturer narrative:
This report is related to report with patient identifier of (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the single use distal cover fell off of the duodenovideoscope. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. No issues were found when the scope and cover were inspected prior to use. The case involved nasal bile duct drainage and had taken a long time. After the scope was removed, the customer noticed that the cover had fallen off. The scope was reinserted and the bile duct drainage almost came off, which prolonged the procedure time. Another cover was installed to complete the procedure. The cover that fell into the patient's body was naturally excreted in their stool after approximately three days. The recovered cover had a crack. There was no reported patient harm or impact due to this event.

Event description:
It was reported that the doctor confirmed that the rear end of the tip cover completely cleared the protrusion of the endoscope, and the proximal end of the distal cover completely went over the hook of the endoscope. Additionally, it is unknown if anti-fog agent is used.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide a correction to the initial with information inadvertently left out (g2), to provide additional information received through follow up (b5), and an update to field (h4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the suggested event occurred due to the distal cover was not correctly attached to the endoscope. However, a specific root cause of the suggested event could not be identified. The event can be detected/prevented by following the instructions for use which state: - the instruction manual operation manual ¿chapter 4, 4.1¿ describes the methods for detection. - the instruction manual reprocessing manual ¿chapter 3, 3.5¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.